Event description:
The reported stated the surgeon inserted a micl 12.6mm implantable collamer lens in the patient's right eye. The lens flipped upside down when inserting into the eye. The lens tore as the surgeon was removing the lens from the eye. There was no patient injury. Another same model and size lens was implanted. Reporter stated there was no malfunction on part of the lens or injection system.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned product found piece of haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Number (B)(4).